Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 467 mg/dl and moderate ketone levels. The customer was treated with intravenous saline and insulin and anti-nausea medication and was released from the ER 4 hours later with no permanent damage. Reportedly, the cause for the reported issue was due to a cartridge alarm occurring during the load sequence with multiple cartridges. Reportedly, the customer reverted to an alternate method for continued insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.